Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens broke. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Eval codes: results - (other): visual inspection of the returned product found the lens optic torn and both haptics torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions - (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.